Event description:
It was reported that cartridge alarms occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer continued to use pump for insulin therapy.